Manufacturer narrative:
Date sent to the FDA: 11/25/2015. It was reported that a pediatric patient underwent a tha procedure on an unknown date and topical skin adhesive was used. The patient experienced a rash around the incision on (B)(6) 2015 and was treated with medication. Additional consult to dermatology was requested. The surgeon opined that the inflammatory reaction might be severely caused because the amount of application of the topical skin adhesive is large. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch (B)(4)- exp. Date 02/16/2017, mfg. Date 03/25/2015. Batch (B)(4)- exp. Date 02/20/2017, mfg. Date 03/26/2015. Batch (B)(4)- exp. Date 02/22/2017, mfg. Date 03/27/2015. Batch (B)(4)- exp. Date 03/12/2017, mfg. Date 04/15/2015. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pediatric patient underwent a tha procedure on an unknown date and topical skin adhesive was used. The patient experienced a rash around the incision on (B)(6) 2015 and was treated with medication. Additional consult to dermatology was requested. Additional information has been requested.